Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting noise via isometrics in the clinic with this patient's following physician. A lead revision was performed and a fracture was identified. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.